Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: the device including the labeling was not returned for evaluation. One photo of the package labels was provided for evaluation. The photo is showing the front side of 5 product packages of the product group covera plus. All products show the correctly original label that should be applied at this point of the packaging. On two of these labels an additional barcode label was found that partially covers the information of the original label. Based on review of manufacturing records and review of labeling document it could be verified that these additional bar codes were not applied under responsibility of the medical device manufacturer. Review of shipping history of this lot and review of processes of distribution center showed no indication that the additional bar code label was applied under the responsibility of the manufacturer. In addition, there are no known regulatory requirements or agreements that would imply the application of this label. Based on photos provided by the customer, the partial covering of the original label by an unknown bar code label could be verified. However, the origin of this bar code label could not be determined, and the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: for angiomed products labeling information may be found on the product itself, on the packaging and adhesive packaging labels as well as on packaging inserts like the instructions for use. A document summarizing all actual labeling elements for these product is available. The barcode labels shown in the photo provided by the customer are not part of the labeling elements applied by angiomed. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a procedure, the stent measures were allegedly covered by the bars code label. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified. Expiry date: 08/2022.

Event description:
It was reported that prior to a procedure, the stent measures were allegedly covered by the bars code label. There was no patient contact.